Event description:
The patient had let their run dry, the hcp refilled the pump and programmed a priming bolus of 700mcg the day before. The hcp reported the patient was now experiencing weakness in the legs and urinary control problems.